Event description:
This patient initially contacted the company to complain that a contact lens was uncomfortable to sleep in. The patient reported pain and reported to the local emergency department where a diagnosis of "corneal abrasion" was made. The patient followed up with an ophthalmologist as the pain and symptoms increased. A culture was done and was positive for acanthamoeba. The ophthalmologist reported the infection was caught early and the patient is expected to do well. Follow up with the patient reveals continued pain and photophobia and a regimen of eye drops every hour around the clock.

Manufacturer narrative:
H.5.: device labeling single use or reuse.